Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that one week following an intraocular lens (iol) implant procedure, the patient developed toxic anterior segment syndrome (tass) accompanied by pain and the visual acuity has been slow to recover. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
The doctor, who reported that approximately four to seven days after surgery the patient developed exacerbated post-operative intraocular inflammation. There was no intervention and the event resolved.